Event description:
It was reported that cgm error occurred with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with assistance from technical staff, confirmed that cgm error did not recur, and successfully started new sensor session.